Event description:
According to the reporter, the customer called and stated their patient contacted them about a blinking red light on their bravo recorder during a study. The patient told the customer that they placed the recorder in another room over night. The customer asked technical support if they could begin a second study but they were unsuccessful. A repeat procedure was necessary.